Manufacturer narrative:
(B)(4). Date of the event was reported as unknown date in (B)(6) 2014. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The cause of the cloudy effluent was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics (three times a week; dose, route, and duration not reported) for peritonitis. On an unreported date, therapy was discontinued. At the time of this report, the patient recovered. No additional information is available.